Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3; reference MFR. Report: 1627487-2018-06422, reference MFR. Report: 1627487-2018-06424. It was reported the patient experienced discomfort (described by the patient as heating and pulsations) in the chest when stimulation is turned on. A pre-op impedance check revealed normal to high values on multiple lead contacts. As such, the patient underwent surgical intervention. During the procedure, the physician opened the pocket and it was discovered the wires to the leads were sitting posterior on the ipg and had scarred to the tissue and fat. In turn, the physician used aa bovie to separate the wires from the tissue in order to dislodge the ipg the device was then explanted and replaced with another model. Post-op, an impedance check still revealed high impedance values on multiple lead contacts. Therefore, 2 of the patient's lead contacts were reprogrammed. The patient followed-up with the company representative and the physician on (B)(6) 2018 and effective therapy was established and the issue was resolved.